Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was femoral atherectomy. During the second insertion with the device it was very difficult to push through the sheath. The cutting window was closed. The physician proceeded to use the turbohawk, and upon removal of device through the sheath the nosecone separated from device, but did not separate completely into two pieces. Evaluation of the returned device found that one of the pin welds of the housing component was missing and the weld witness mark exhibited deformation suggesting a fold-over tear of the material.